Event description:
Consumer complaint of about high blood results. Results in memory were as follows: (B)(6) 137mg/dl, (B)(6) 162mg/dl, (B)(6) 212mg/dl, (B)(6) 154mg/dl, and (B)(6) 153mg/dl. Caller states he normally ranges from 115-120mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (212) and the lowest normal result (115) is located in zone c. There is one result in memory that reads lo. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).